Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There are no other complaints in the lot. (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, the surgeon noted a crack in the lens as it was placed in the patient's eye. The lens was removed and another lens was implanted instead.

Manufacturer narrative:
The device and the lens were returned separated. The plunger is oriented correctly. Viscoelastic is observed in the device. The plunger has been retracted to mid-nozzle. The nozzle tip has an aneurysm on the bottom. The lens was returned outside of the device. Viscoelastic is dried on the lens. One haptic is broken-gusset area. The optic is cracked and the optic is cut from the edge to the center typical of a removal. Viscoelastic was not provided. It is unknown if the qualified product was used. The device tip and the lens were damaged. This type of damage is indicative of a plunger override. The root cause for the override could not be determined. It is unknown if a qualified viscoelastic was used. Material properties of non-qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. The dfu instructs: after the lens has been advanced to the nozzle line, the lens should be visually inspected to determine the position of the haptics. The plunger should be in contact with the trailing optic edge. After confirming the lens is properly positioned and the haptics are folded properly, proceed with lens implantation. Proceeding with implantation of a misfolded haptic or a lens that appears to be ¿out of position¿ can result in a broken haptic or other negative outcome. Additional information was provided. The manufacturer internal reference number is: (B)(4).